Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - boston scientific received information that this right atrial (ra) lead displayed loss of capture (loc) and no sensing. A chest x-ray was performed where the lead was noted to have dislodged. The device was reprogrammed to vvi mode. No adverse patient effects were reported. The lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.